Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was prematurely detached inside the catheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was not confirmed as there was no packaging returned. During visual inspection the coil delivery wire was seen to be kinked/bent. The main coil was seen to be separated. The main coil was pushed out of the catheter device with the appropriate mandrel and the introducer sheath was found to be intact. The main coil was found to be intact. There was no damage/defect to the catheter. Functional testing was unable to perform due to condition of device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event. The device was analyzed and the coil delivery wire was noted to be kinked/bent and the main coil was returned detached. There was no anomalies on the coil. There was no information on the coil being detached therefore, during use will be assigned. An assignable cause of procedural factors will be assigned to the reported event of coil in catheter friction as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the reported event of the main coil stretched as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the analyzed event of the main coil prematurely detached/separated during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed damage of the coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure.